Event description:
It was reported that during the procedure when the physician attempted to deploy the stent (subject device), after 5 mm of deployment the microcatheter could not be withdrawn and the subject stent could not be deployed any further. The subject device was withdrawn and replaced. The stent (subject device) was attempted to be deployed on the table outside the anatomy and required force to eject it leading to deformation of the stent. The procedure was completed successfully, and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed state. The stent delivery wire (sdw) was received outside of the introducer sheath. The distal tip of the introducer sheath showed signs of crush damage. Deformation was noted to the distal (open cell) end of the stent. All 3 marker bands were present on both ends of the stent. A kink/bend was present at approximately 9 cm from the distal end of sdw. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deformed' was confirmed during device analysis. The remaining ar ¿stent failed/unable to deploy' and 'stent partial deployment' could not be replicated as the stent was returned in a deployed state. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'not tortuous'. It was reported that 'the physician used a delivery microcatheter for the stent. The stent could be smoothly delivered into the body through the microcatheter and was prepared for deployment according to the procedure. However, when approximately 5mm of the stent had been deployed (at this point, all three marker points at the distal end were visible and open), the physician noticed that the microcatheter could not be withdrawn, meaning the stent could not be further deployed. Despite applying significant force to push the delivery wire, the physician was unable to advance the stent out of the microcatheter. Believing there was an issue with the stent, the physician pulled it back into the microcatheter and withdrew the entire microcatheter along with the stent from the body. Upon attempting to push the stent out externally, it required a great deal of force to eject the stent on the table. After ejection, it was observed that the distal structure of the stent was damaged'. The stent was returned for analysis in a deployed condition. The stent was inspected and deformation was noted near the distal (open cell) end. The introducer sheath was returned for analysis and the distal tip was damaged. The stent delivery wire (sdw) was also returned and there was a kink/bend towards the distal end of the wire. Unlike the recommended microcatheters to use when using the subject stent, because the internal hub profiles are an exact match for the external profile of the distal tip of the introducer sheath, this is not the case for the microcatheter used in conjunction with the subject stent. Precise placement of the introducer sheath is critical when using a microcatheter. In this instance there was deformation of the introducer sheath distal tip opening, suggesting that the sheath may have been advance slightly too far inside the hub of the microcatheter used. This can lead to damage to the stent when it is being transferred into the microcatheter lumen. This is one possible explanation for the damage noted to the distal end of the subject stent. The damage noted was minor and there may have been little to no resistance when the stent was being advanced through the microcatheter to the target vessel. Therefore, it is highly likely that the deployment issue occurred as a result of this stent damage and/or some unknown procedural factor(s). Based on the review of all available information, the as reported ¿stent failed/unable to deploy¿, ¿stent partial deployment¿, ¿stent deformed' as well as the as analysed ¿stent introducer sheath distal tip damaged¿, ¿sdw kinked/bent¿, ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure when the physician attempted to deploy the stent (subject device), after 5 mm of deployment the microcatheter could not be withdrawn and the subject stent could not be deployed any further. The subject device was withdrawn and replaced. The stent (subject device) was attempted to be deployed on the table outside the anatomy and required force to eject it leading to deformation of the stent. The procedure was completed successfully, and no clinical consequences were reported to the patient due to this event.